Event description:
(B)(6) - sh device registry, patient site ID: (B)(6) (B)(4). It was reported that on (B)(6) 2025, a 27mm epic max aortic valve was chosen for implant. Post-procedure on (B)(6) 2026, it was reported patient had severe aortic valve regurgitation due to transvalvular leakage. No paravalvular leak was noted. No intervention or medical treatment was reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.